Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was displaying error code 1320. Issue was found during testing and there was no reported patient involvement.

Manufacturer narrative:
D9: product received date 6/23/2025. H3/h6: one device was returned for analysis of complaint of error 1320, which indicates a battery issue. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. There was no evidence of physical damage. During testing, error 1320, "rtc battery connection intermittent," was confirmed. Additionally, a failed accuracy test, indicating damaged expulsor was detected. Performance verification testing was performed. All tests exceeded specifications. Probable cause of initial complaint was the real-time clock battery.